Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient could not insert the intermittent catheters.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient could not insert the intermittent catheters. Per additional information received via sample form on 05apr2022, it was reported that when patient tried to use the catheter, it was too soft and flimsy to get inserted into patient urethra.